Manufacturer narrative:
Qc recovery was acceptable prior to the event. The field service engineer changed the reference reagent, and performed priming and calibration with successful results. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable ise results for 1 patient serum sample tested on a cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 97 mmol/l (line i7). Another ise result for the same sample was accompanied by a data flag prompting the repeat of the sample. Repeat result: 143 mmol/l (line i8). No questionable result was reported outside the laboratory. The repeat result was deemed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc failed after the sample measurement. The investigation is ongoing.